Event description:
This lead displayed an out of range shock impedance during an ICD replacement. The impedance was normal prior to disconnecting this lead from the old ICD, and after connecting the lead to new ICD the impedance was greater than 150 ohms. The physician disconnected and reconnected the lead several times to both icds but the impedance remained above 150 ohms. The pocket was closed and the ICD was programmed off until the pocket was reopened and this lead was capped and replaced with a (B)(4) lead on (B)(6) 2014. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.